Event description:
Additional information was received: this lead was incorrectly reported with this issue and there was no issue with this lead.

Manufacturer narrative:
Should additional information become available, this event will be updated.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Event description:
Boston scientific crm received information during the implant procedure, after this right ventricular lead was implanted, interrogation revealed high shock impedance measurements. An attempt to reposition the lead revealed similar results. A decision was to replace the lead. This lead was removed, replaced and returned for analysis. Post replacement measurements were acceptable. No adverse patient effects were reported. Lead damage was suspected.